Manufacturer narrative:
The reported event of lead migration cannot be analyzed via laboratory testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) underwent surgical intervention due to lead migration and loss of stimulation therapy. The physician explanted and replaced the patient's lead. Effective stimulation therapy was reportedly restored postoperative.